Manufacturer narrative:
Additional information: e4. Hhs/FDA sus voluntary event report reference: mw5076846 recvd 10may2018 has been attached. A review of the drawings, instructions for use (IFU), and quality control of the returned device was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. Therefore, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. The end user admits that they mistakenly left the obturator inside the patient due to confusion and the use of two mixed sets. There is no allegation that the device malfunctioned. The cause of this complaint is product use and handling related. Per the [quality engineering] risk assessment, no further action is required. Monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a cardiovascular (cv) surgeon fellow did not removed the inner obturator in a thal-quick chest tube set prior to ending the procedure causing the patient to decompensate. The following day the device was removed and discarded and a new chest tube was placed successfully. Additionally, the facility reported during the initial procedure, two device kits were opened at the same time and confusion arose due to device components getting mixed.